Event description:
During an unknown procedure, hook could not be removed from handpiece. Took new instrument. Patient is fine. No further information is available. There were no adverse consequences to the patient.